Event description:
User allegedly had difficulty screwing the pen peddle to the insulin pen. Pen needles were "hard to screw on to pen, threads are not fully formed/threading only goes halfway up the pen needles. The 1/10 go on easily; 2-3 boxes [were] like this."